Manufacturer narrative:
(B)(4). The product was not returned for evaluation. As such it is not possible to evaluate the product and determine the root cause of this complaint. We will continue to monitor for this or similar complaints for this product code. A review of the DHR did not indicate any anomalies during the manufacturing process. At this time this complaint is considered to be closed.

Event description:
As reported by the sales rep, versatru forceps were sticking out of the packaging prompting the surgeon to use a set of spetzler malis to complete. No adverse or delays reported.